Event description:
Customer reported heparin 25000 units in 250 ml infused in 3 hours. Report of over infusion of heparin received despite the heparin being discontinued by the physician on (B) (6) 2010 at 10am. Nurse unable to get an IV started prior to the heparin discontinuation and the heparin bag was left hanging on the IV pole. D5 1/2 normal saline with 20kcl ordered on (B) (6) 2010, to run at 80 ml/h. The PICC line nurse came in to insert a line. At some point after this, the heparin bag was connected and pump started at a rate of 80 ml/h; the infusion completed in 3 hours. The patient developed a gi bleed and required 3 units of blood. The pitt after the infusion was >180. No reversal agent was used. At the time the event was reported, the patient was still hospitalized. No additional information is available.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested and all available information is included in sections a and b. Event logs have been received for investigation. A follow up report will be submitted with the investigation findings.